Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received watchdog time out alarm. The customer¿s blood glucose level was 196 mg/dl. The customer also stated that drive support cap appears to be normal. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm displayable history crc check failed on startup alarm and unable to perform any tests due to motor error alarm. Drive support cap was inspected and no anomaly was noted.